Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to high blood glucose of 514 mg/dl. The blood glucose at the time of the incident was 599 mg/dl and current blood glucose was 414 mg/dl. That day customer did not want to eat anything, and she started vomiting, and she knew something was wrong, and she checked her urine for ketones. Customer wearing the pump at time of hospitalization. Customer also reported leak at the site and was able to change the infusion set. Customer declined troubleshooting of the insulin pump. The insulin pump will not be returned for analysis.